Event description:
It was reported that episodes of non-sustained right ventricular (rv) oversensing due to intermittent loss of capture were noted on the rv lead. No intervention was performed, and no patient symptoms were reported.